Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding an implantable infusion pump containing saline. The pump was not implanted at the time of report. It was reported that prior to an implant procedure on (B)(6) 2017, the pump was extremely difficult to aspirate. Initially only 3cc of sterile water could be obtained, and ultimately about 10cc were aspirated after many troubleshooting techniques. Different syringes and needles were used, it was confirmed that the needle was securely fastened to the syringe, and the pump was placed in warm saline for a few minutes. 16-17cc of sterile water could not be aspirated from the pump. Another pump was opened and used instead without difficulty, and the issue was considered resolved. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on (B)(6) 2017. The initial reporter was an unknown scrub tech at the back table in the operating room. It appeared as though the scrub tech was having difficulty aspirating the sterile water, and the tech confirmed the difficulty.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump on (B)(6) 2017 revealed a manufacturing issue. Analysis indicated that the over pressurization mechanism (opm) was not correctly installed / seated properly regarding the fluid path of the pump. The previously applied results code and conclusion code no longer apply. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.